Event description:
This unsolicited case from united states was received on 16-jan-2018 from the patient . This case concerns a (B)(6) male patient who received treatment with synvisc one and after few hours patient had pain; the same day patient could not move them, could not bear weight, limping, fever and right knee swelling/swelling went down in his left knee/knees were very swollen on the top of the knees and on the bottom; after unknown latency patient still used a cane sometimes because it was painful; also, device malfunction was identified for the reported lot number. No medical history, concomitant medication or concurrent condition was provided. Patient stated the knees were sore before he received the injections but he thought the previous synvisc one injection wore off (received on the injection on (B)(6) 2017 in both knees and had no problems). On (B)(6) 2017, the patient initiated treatment with single intra-articular synvisc one injection, one injection, once (batch/lot number: 7rsl021; expiry date: not reported) in both the knees for knee miniscus and arthritis. Patient started experiencing symptoms approximately 3-4 hours after injection in both knees. Patient stated the knees kept getting worse and worse. It was reported that about 6-7 hours after injection they offered to take the patient to the hospital but patient declined. Patient had called the doctor's office to complain and the told him to take paracetamol (tylenol) or acetylsalicylic acid (aspirin). Patient took paracetamol but that did not alleviate the pain. Patient stated left knee was worse than the right knee. Patient stated that the right knee swelling went down a day and a half later to 2 days later but it was about a week later that the swelling went down in the left knee but he was limping (latency: 0 day). Patient stated that he needed to use crutches and a cane for assistance. Patient had he had a numbing injection right before the injections but he did not have any other injections prior to injection of synvisc one. Patient stated he did not engage in any activities after injection. Patient iced both the knees a half hour after injection. Patient stated the knees were very swollen on the top of the knees and on the bottom. Patient could not specifically say how large the swelling was but they were so swollen he could not move them. Patient was able to bear weight before injection but after 3 hours of the injection he could not bear weight (latency: 0 day). Patient stated the pain scale was a 10. Patient stated he might have experienced a fever because he was in bed but he does not knew (latency: 0 day). The knees were ok now he could walk on it but he still used a cane sometimes because it was painful (after unknown latency). Corrective treatment: crutches and cane for assistance for limping; cane for still used a cane sometimes because it was painful; paracetamol (tylenol) for pain; not reported for rest. Outcome: not recovered for limping, still used a cane sometimes because it was painful; recovered for rest. An investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events was under investigation. Once this investigation is completed, corrective and preventive actions would be implemented. Seriousness criterion: disability for device malfunction, limping and still uses a cane sometimes because it is painful. Pharmacovigilance comment: sanofi company comment dated 24-jan-2018: this case concerns a patient who has received synvisc one injection from the recalled lot and later experienced limping and pain upon movement and hence patient used cane. A temporal relationship can be established with the product administration. Furthermore, the concerned lot number has been identified to have malfunction by the company. Therefore, the causal relationship of the events to the products cannot be excluded.